Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging the subject meter read inaccurate high compared to another device. The reporter claimed obtaining blood glucose readings of "8.x mmol/l" with the subject meter and "6.x mmol/l" on another device, performed within minutes of each other. Based on statistical methodology, the difference between the glucose results exceeds the expected value of less then or equal to 30 percent. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.